Event description:
It was reported that (1) cs14c and (1) lcsc5 were used with hp052 during a thorascopic wedge resection procedure. It was reported by the rep that the surgeon was using the cs14c during the case. And twenty minutes into use, the generator emitted a solid tone. The surgeon cleaned the cs14c, but still made the solid tone. The surgeon opened a lcsc5 and it worked for nearly ten minutes before emitting a solid tone. Both blades are being returned and the case was completed without further problems. There was no consequence to pt.